Manufacturer narrative:
This report is a duplicate of events already reported in MFR# 1820334-2016-01110.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This event was originally filed as medwatch 1820334-2016-01110, after further investigational and clinical review of the original record it was confirmed an endoleak was present through all three components. Two additional medwatch reports, this record 1820334-2016-01298 and 1820334-2016-01299, are being filed as part of the original incident to further address the additional two components. Event: it was reported a female patient had endovascular aneurysm repair (evar). After three grafts were placed, the physician confirmed proximal type I endoleak and type IV endoleak from all 3 stent grafts through angiography. The proximal type I endoleak was gone after additional ballooning at the proximal neck, attempts to solve the type IV endoleak with further placement were unsuccessful. The physician decided to take a wait-and-see approach and completed the procedure. The patient has not shown any problematic symptoms. No additional information was available at the time of this report.